Manufacturer narrative:
Per tandem's t:slim g4 user guide do not remove the used cartridge from the pump during the load process until prompted on the t:slim g4 pump screen. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer did not always follow the on-screen instructions when loading the cartridge. Customer's blood glucose level was not impacted. It was confirmed that the customer had manual insulin injections available as alternate insulin therapy.